Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws. The heater wire was flexed away from the hot jaw and was detached at the tip but remained attached at the base of the jaw. No other visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using max life test method .the device activated and produced light steam but was not able to cauterize the bacon. The handle was opened to evaluate the internal components. There were no visible defects observed to the toggle. The switch was examined under microscopy. Dried blood was observed in the area where the wires from the switch meet the shaft indicating that blood entered the handle during the evh procedure. Based on the condition of the device and the evaluation results, the complaint was confirmed for the reported failure mode "failure to cut" and the analyzed failure mode "heater wire- detached".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.